Manufacturer narrative:
Weight - (B)(6). Ethnicity: requested, not provided. Race: requested, not provided. The patient was 68 inches. Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code has been referenced. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the patient was a (B)(6)-year-old male, 68 inches and (B)(6)kilograms with a history of type 2 diabetes, hypertension and obesity (bmi 45) who quit smoking 15 years ago. The patient had no previous history of coronary artery disease. The patient presented with sudden onset of chest pain and positive troponins at 2 hours. The patient was brought to the cath lab by the doctor and the right common femoral artery was accessed with a single front wall stick and a 6fr pinnacle sheath was inserted. The left heart catheterization revealed a 90 percent proximal left anterior descending artery (lad) lesion, proximal chronic total occlusion (cto) of the right coronary artery (rca) with left to right collaterals. A 3.5x12 synergy des was delivered in the left anterior descending artery (lad) and post dilated with a 4.0 noncompliant balloon. The patient was given angiomax (bivalirudin) for anticoagulation and loaded with brilinta 180mg. A femoral angiogram was obtained prior to the attempted deployment of a 6fr angio-seal vip. The device was found to not have a "foot process" during deployment and manual pressure was immediately applied to the site by the doctor for the first few minutes then pressure was held for a total of twenty minutes by the scrub tech. Before moving the patient off the procedure table, the circulating nurse noted a hematoma forming. I was called to the room and held pressure for an additional 20 minutes and reduced the approximately 8-centimeter hematoma. Purple bruising was noted distal and medial to the insertion site. The site was soft upon transfer to the patient's room on the progressive care unit (pcu) and has remained soft for two hours post issue with the device. The patient was stable. Additional information was received on 03 mar 2022: the foot plate was not known to be on the device and the entire system was pulled out.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, guidewire, arteriotomy locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were mated and returned in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, and collagen were able to deploy, however, the tamper tube did not deploy from the device. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.